Manufacturer narrative:
H3: product analysis: part # 7540020, lot # h5872222 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding an event which occurred during p rocedure of removal of the tumor and fixation of the implant in a patient diagnosed with cervical and thoracic spine tumors. It was reported that during a normal surgical procedure, when tightening the set screw, the set screw and screw slipped, indicating that the set screw occurred slippery thread. There was no patient symptom reported. There were no further complications reported regarding the event.